Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during fill tubing. Customer's blood glucose was 500 mg/dl. The customer had treated their blood glucose with a manual injection. The customer also reported a no delivery alarm on the insulin pump after receiving the motor error alarm. It was also found the customer was able to complete the rewind sequence on the insulin pump. Customer also declined to troubleshoot for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.